Manufacturer narrative:
Device was tested and met product specifications. Device tested two times over 3 days without observance of failure described.

Event description:
Image issue, image was too bright then too dark. Unable to finish procedure.